Manufacturer narrative:
Initial reported address: (B)(6). Device evaluated by MFR.: returned product consisted of a coyote es. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was blood and contrast in the inflation lumen and balloon. Microscopic inspection revealed tip damage. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. A pinhole leak was detected at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 2.0mm x 100mm x 150cm coyote and a 2mm x 40mm x 144cm coyote es balloon catheters were used consecutively for dilatation. However, during first inflations, the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the tibial artery. A 2.0mm x 100mm x 150cm coyote and a 2mm x 40mm x 144cm coyote es balloon catheters were used consecutively for dilatation. However, during first inflations, the balloons ruptured. The procedure was completed with a different device. There were no patient complications reported.